Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain in her right thoracic area when her right lead was turned on. The patient's pain would dissipate when the stimulation of the right lead was turned off. The patient's device was reprogrammed, however, the reported issue persisted. The patient underwent an explant procedure where her system was explanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 7075354. Product family: scs-linear leads. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 7076222. Product family: scs-linear leads. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 7076486. Product family: scs-ipg-pc. Upn: m365sc14320. Model: sc-1432. Serial: (B)(6). Batch: 211869.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain in her right thoracic area when her right lead was turned on. The patient's pain would dissipate when the stimulation of the right lead was turned off. The patient's device was reprogrammed, however, the reported issue persisted. The patient underwent an explant procedure where her system was explanted. Additional information was received that the patient was doing well post-operatively. The devices were not returned as they were retained by the facility.